Manufacturer narrative:
(B)(4). Batch #r94906. Investigation summary the handpiece was received with the nose cone cracked and the mount was noted to be loose. It was connected to a generator, evaluated with a test instrument, and resulted in a "reactivate two switch activations detected" alert screen displayed by the generator. In addition, the moisture indicator was positive. The instrument was disassembled to perform an internal electrical test that revealed a hand activation to ground short circuit condition at the mid-housing level, affecting the functionality of the handpiece. Due to the cracked nose cone, moisture entered the hand piece mid-housing. Analysis was unable to determine the exact root cause that lead to crack in the handpiece nose cone. It is possible that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, an alarm displayed reading, "two switches have been detected." It is unknown how the procedure was completed. There were no patient consequences.